Manufacturer narrative:
(B)(4).

Event description:
It was reported that during one day post implant device check, it was observed that the atrial and ventricular events occurred simultaneously; atrial lead dislodgement was suspected. X-ray confirmed lead dislodgement. The lead was repositioned successfully. The patient was asymptomatic, did not experience any adverse events and was in good condition post procedure.